Manufacturer narrative:
Cardianbct internal reference: (B)(4). Investigation: the disposable set was unavailable for return and investigation. The run data file (rdf) was analyzed for this event. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Signals in the rdf indicate that the elevated rwbc content in the platelet product was likely a result of an escape of wbcs from the (B)(4) during a portion of the procedure. There are no events (adjustments, changes in pump speed, substate changes, etc) in the procedure that correspond with the onset of the overloading of the lrs chamber. Based on the available info, it is possible that this leukoreduction failure could be donor-related.

Event description:
The customer reported an elevated white blood cell (wbc) content in the double platelet product. The customer stated that there were no alarms during the collection procedure, no clumping noted, and no procedural adjustments were made. There was also no evidence of lipemic plasma. The product was split into two bags prior to wbc qc. The customer was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore, no pt info is reasonably known at the time of the event. Donor unit: (B)(6). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.